Event description:
Caller tested 2.6 inr on the coaguchek xs system while a comparison lab returned as 2.0 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system, however caller no longer has the test strips; replacement was sent.

Event description:
It was reported that during a trial implant procedure, the blue tip on the stylet fell off during insertion. Further info was requested.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.